Event description:
Patient reported that patient had no idea of the cause. Was trying to sleep and it began zapping. Was reset but patient is still getting tingles. Can't say it is resolved. And in trying to recharge it is taking 2 hours and keeps saying replace battery. Also, recharge is (illegible) though both batteries show 80. Patient is very unhappy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported experiencing a strong zapping sensation from the ins last night. They informed their manufacturer representative, who then reset the controller. Pt planned to monitor the situation. Agent instructed pt to contact their manufacturer representative if the issue persisted.